Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. There was no report of any damage observed to the device prior to the procedure which may suggest that a product quality issue did not contribute to the reported complaint. The resistance encountered during advancement likely caused a kink such that further handling resulted in the shaft separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance and separation appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the proximal right coronary artery. A 2.8x16mm graftmaster stent system was advanced toward the perforation and the midshaft broke. A 2.8x19mm graftmaster stent system was advanced, the system was inflated and the stent was implanted. The perforation was successfully sealed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.